Event description:
Complainant alleges "the product stopped working during surgery. The jaws misaligned and did not allow surgeon to grasp."

Manufacturer narrative:
The device has been returned for evaluation, and the investigation is ongoing. Once we have additional relevant information, it will be submitted in a supplemental report.

Manufacturer narrative:
The device was returned for evaluation. Upon visual inspection, it was confirmed that the jaws do not meet evenly. There is an area on the left jaw that is deformed from the right jaw being forcefully pushed into the left jaw when clamping the device. This device should be inspected between uses per reprocessing instructions to ensure that the functionality is not compromised.. The root cause is the user not following IFU instructions for customer care and maintenance. If any additional relevant information is identified it will be submitted in a supplemental report.